Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 co2 was occluded at distal insufflation port. The cannula insufflator and btt would not work. They pulled another one off the shelf and completed the case successfully. No additional time or incision was needed to complete the case. Patient was not injured.

Manufacturer narrative:
Trackwise ID#: (B)(4). The device was returned for evaluation on 07/25/2024. An investigation was conducted on 08/07/2024. A visual inspection was conducted. The harvesting device and cannula was returned for evaluation. The btt was not returned for evaluation. Signs of clinical use and evidence of blood was observed on the returned devices. There were no visual defects observed on the intact harvesting device jaws or heater wire. There were no visual defects observed on the intact cannula or intact c-ring. The cannula was evaluated for the presence or absence of air flow through the distal insufflation tube using a cannula with the help of calibrated uson (B)(6). A reference endoscope was inserted into the complaint device and evaluated for air flow. The device passed the air flow test, the co2 insufflation path on the complaint unit was open and unobstructed. The value displayed was 2084 sccm, which is within the specified acceptable range of 2000sccm-4500sccm (mpi2051005 rev. Aq step 9). We were unable to test the btt as it was not returned for evaluation. Based on the condition of the device, the reported failure "improper flow or infusion" was not confirmed. The lot # 3000329420 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.